Event description:
The information received from the reporter indicated that a male patient was admitted to the hospital. The target lesion was the iliac artery with chronic total occlusion (cto). The vessel was moderately calcified, moderately tortuous. The vessel was pre-dilated with a 2mm balloon. When the physician began to advance the 8 x 40mm smart control stent through the target lesion with applied force, the stent partially released at the distal tip. The difficulty was noted while crossing the lesion with the stent. The partially deployed stent was removed as a system without harm to the vessel during removal from the patient's body. No additional intervention was required to remove the partially deployed stent. Another smart control stent was used to complete the procedure successfully. Additional information received indicated that no attempt was made to deploy the stent at the target lesion as the stent delivery system (sds) was removed before that. It was not known how much of the stent had been pre-maturely deployed. There was no adverse consequence to the pt. The pt is in stable condition.

Manufacturer narrative:
It was reported that the stent partially pre-maturely deployed while tracking through the lesion. The target lesion was a moderately calcified, moderately tortuous iliac artery with a chronic total occlusion (cto). The vessel was pre-dilated with a 2mm balloon. When the physician began to advance the 8 x 40mm smart control stent through the target lesion with applied force, an unknown portion of the stent partially released at the distal tip. The partially deployed stent was removed as a system without harm to the vessel. Another smart control stent was used to successfully complete the procedure. There was no reported pt injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available, and without the return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.